Manufacturer narrative:
Concomitant medical products - model: 4592, competitor lead; implanted: (B)(6) 2010. Model: 5524m-53, lead; implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic due to an audible alert from the implantable cardioverter defibrillator (ICD) which was determined to be caused by high/undefined impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead. It was additionally reported that the rv coil impedance had doubled since implant. The lead was able to be partially extracted by laser until the coil broke. The lead was replaced and the partial explant was discarded. No patient complications have been reported as a result of this event.